Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse verified probe alignments and the ultrasonics voltage. The fse performed a dry/wet test which yielded passing results. The fse replaced both the sample and wash syringes. The fse primed the system and performed a troponin I precision analysis. The analysis yielded acceptable results.

Event description:
1. The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for troponin I for one (1) patient sample assayed with troponin I reagent on a unicel dxc 600i synchron chemistry analyzer. The erroneous troponin I result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges prior to the event. The customer reported that the troponin I assay was repeated for the patient sample on both the original analyzer and another analyzer in the laboratory. Both repeat assays yielded a result of 0.00 ng/ml an amended report was generated and reported outside of the laboratory.